Event description:
Mixing container, 1000 ml non-dehp formulation was received without cover on sterile spike. This has occurred on multiple occasions and appears to be quality control problem with mfg.